Event description:
It was reported that subsequent to the implant of a progeten sling, the pt experienced pain the groin and vaginal areas, abdominal pain, and other debilitating problems which led to removal of the device. The device was not returned for eval.